Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found a leaking rinse tube and replaced it. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c501 module. An aliquot of the sample was initially tested in a cup and the na result was 124 mmol/l. The aliquot was repeated and the result was 147 mmol/l. The customer attempted to repeat the aliquot again but received an abnormal probe sucking error. The aliquot was repeated again and the result was 126 mmol/l. The primary tube was re-centrifuged and tested and the na result was 125 mmol/l. The primary tube was re-centrifuged again and repeated and the result was 125 mmol/l.